Event description:
Procedure type: abdominal incisional hernia. According to the reporter: there were only 18 tracks in the device. The wound was extended more than 3cm and additional manual suturing was done. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).